Manufacturer narrative:
Medwatch sent to FDA on 04/13/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection."

Event description:
Healthcare professional reported after injection with unspecified juvederm voluma patient developed an infection to the mandible. The patient was prescribed augmentin for 3 days by another healthcare professional. The patient then returned to the injecting physician who prescribed another 10 days of augmentin and fluoroquinolones. Symptoms are ongoing.